Event description:
Medtronic received information that pump error 63, pump error 19, pump error 3, pump error 4 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. Unit received with high sleep current measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms/alerts/anomalies noted during testing or in the history/trace files on event date of (B)(6)2021. Pump error 3, pump error 4, pump error 63 and pump error 19 did not occur during testing. Pump error 3 (B)(6) 2021 09:16:33.000, pump error 4 (B)(6) 2021 09:16:33.000 and pump error 63 (B)(6) 2021 11:07:35.000 were noted in the history file. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay and scratched case. The unit was cut open and no anomalies or damages were noted during visual inspection of the electronics. Per email from r&d hardware engineer, the unit communicated properly with test guardian link transmitter and there were no auto mode anomalies or unexpected alarms noted during testing. After charging the lithium battery for 24 hours and retesting. R&d measured the sleep current measurement at 0.6573 ma. Which is within the passing spec. This pump came in for pump error 63 with a variable info 09. Per es9874: srs-functional, ngp, section 6.18.3: the hardware error alarm (fault 63) variable info 09 states a pio failure. Pump error 63 is due to intermittent connection from the gpio pins. Every time the mcu pins need to be set a function is called: function void h_pio_set(). Which sets a high output level on more or one pins. Unfortunately, the detail traces did not cover the timeframe of the incident and more detailed information cannot be provided, however upon visual inspection on the j2 connector, cracks were noticed on the edge and hairline cracks were noticed on the base. These cracks are likely the cause of the intermittent connection of the gpio pins causing the pump error 63. Attached in smartsolve are the photos taken of the cracks and a drawing of the location of where the crack is located. Pump error 19 was not confirmed during testing unit was confirmed for high sleep current, pump error 3 and pump error 4, problem may have been intermittent, problem isolated to the electronic stack. Pump error 63 due to cracked j2 connector on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.